Event description:
It was reported that the ipg was not working/communicating. Troubleshooting was unable to resolve the issue. Ipg was deemed inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.